Event description:
Had lasik with customvue on both eyes. Vision is now good, but sometimes unstable esp towards latter part of the day. On-going problems include: dry eye problems and floaters which occurred as a result of the procedure. The dry eye problem has been mostly taken care of by daily eye drops and punctal plugs.